Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It is reported that the pump does not display an occlusion error when the cannula of the headset is curved, insulin is not delivered and blood glucose level rises.